Manufacturer narrative:
The logs were reviewed. It was determined that the reported complaint was due to an isolated sequence of specific events and timing in the display unit software.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system failure during a case and switched to alternate oxygen mode. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.